Event description:
Incident reported in the annals of surgical oncology, a comparison of the ligasure and harmonic scalpel in thyroid surgery: a single institution review of 231 patients during dec 2005 - aug 2009. One patient developed permanent paralysis of the right recurrent laryngeal nerve, requiring intervention by otolaryngology. No further details are available.

Manufacturer narrative:
(B)(4). As this incident was revealed during a literature review, the incident sample is no longer available for evaluation. If additional information pertinent to the incident is obtained, a follow up report will be submitted.